Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently died. Initially, the patient was admitted to the hospital for an unrelated condition. During hospitalization, the patient was diagnosed with peritonitis. The peritonitis was manifested by abdominal pain, nausea, and cloudy effluent. The cause of the peritonitis was unknown. The patient was treated with intravenous (IV) zosyn (2.75 milligrams every eight hours), one IV dose of vancomycin (1 gram), one intraperitoneal (ip) dose of vancomycin (1 gram), and one single ip dose of gentamicin (800 mg) for the peritonitis. The patient was discharged from the hospital three days after admission and subsequently died at home on that same date. The cause of death as listed on the death certificate was reported to be due to end stage renal failure, acute peritonitis, adult onset diabetes mellitus, and peripheral vascular disease secondary to hypertension. An autopsy was not performed. No additional information is available.